Event description:
It was reported there were multiple patients who reported that their implantable neurostimulator would shut off when going through the doorway at most stores. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).